Event description:
Information was received that the patient had their device explanted due to it not helping them and due to discomfort. No product has been received to date. No additional relevant information has been received to date.